Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The ntw mitraclip (11028r183) is filed under a separate medwatch report number.

Event description:
It was reported on (B)(6) 2022, a patient presented with mitral regurgitation (mr) grade 4, and a pre-existing perforation at the posterior leaflet. An ntw mitraclip (11028r183) was implanted without a device issue, however, post-deployment, an anterior leaflet perforation, and torn chordae were observed. An xtw mitraclip (20224r356) was implanted without a device issue, however, post-deployment again, an additional perforation on the anterior leaflet, and torn chordae were observed. There was no additional treatment for the tissue injury. Following, another ntw mitraclip was attempted, however, the clip was unable to grasp and unable to capture both leaflets. The mitraclip was not deployed, and device removed without an issue reported. The procedure was complete with an unchanged mr of 4. There was no clinically significant delay. The patient is being considered for possible surgical intervention. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of tissue damage and mitral regurgitation (mr) are listed in the mitraclip g4 system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on available information, a cause for the reported tissue damage could not be determined. The reported mr appears to be a cascading event of the tissue damage. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.